Event description:
It was reported that the patient¿s mother stated the patient¿s glucose had been trending high reaching 347 mg/dl, and the agent provided troubleshooting and education; the medical device problem and device component could not be characterized due to insufficient information. Symptoms included hyperglycemia without associated clinical signs or conditions reported. Outcomes included no health consequences or impact. Investigation included communication and interviews with the reporter and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and the medical device problem and device component remained unspecified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.